Event description:
During a ptca/stenting treatment procedure, difficulties were encountered with the express2 monorail stent delivery system. The lesion being treated was a calcified lesion in the left circumflex coronary artery. The physician used a 6 fr jl4 catex guide catheter and a althletesoft guide wire to cross the lesion. Initially, an apollo balloon was inserted for pre-dilatation, but could not cross the lesion. A ryujin plus 1.5 was then advanced forcefully against resistance, and could not cross the lesion. Resistance was met when withdrawing the express2 stent, and radioscopy revealed that the tip appeared "hoop-shaped", or like the form of a "z". The physician continued to pull the stent into the left main coronary artery, however, the shaft fractured and the tip remained in the coronary arteries. The pt was taken for emergency surgery where the stent tip was removed, and coronary artery bypass was successfully performed. Pt status is reported as 'good'.